Manufacturer narrative:
(B)(4). Results: failure to follow instructions (use of a 16fr delivery system within a 14fr sheath). Conclusion: failure to follow instructions (use of a 16fr delivery system within a 14fr sheath).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient developed an aneurysm in the internal iliac artery approximately 9 years and 10 months after the index procedure. No problems were reported with the existing stent graft. The physician attempted to treat the internal iliac aneurysm by extending the existing aneurx stent graft with an endurant 1610156 using a percutaneous approach. The dilator and sheath went into the patient without any problems, but the endurant device would not track into the patient. The physician attempted to introduce the device without a sheath, and through another manufacturer's 14 french sheath. The physician applied more pressure than usual, and the delivery catheter kinked. The physician then selected two shorter endurant devices and implanted them without any problems. No clinical sequelae were reported, and the patient is fine. Upon investigation of the returned device, there were several large kinks in the graft cover; 20 mm, 55 mm, 85mm, 135 mm from the distal end of the graft cover. There was also a kink in the tapered tip approximately 7 mm from the distal end. There was a 2 mm gap between the graft cover and tapered tip; however, when the graft cover was straightened the gap is removed. The od of the graft cover was 0.209 inches, which is within specification. The complaint was confirmed; there were several large kinks in the graft cover. The exact root cause of the event cannot be determined. However, use of a 16fr delivery system within a 14fr sheath may have contributed to the kink in the delivery catheter.